Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the o2 gas module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Analysis of the provided device logs confirm the reported issue with the failed flow transducer test and o2 sensor test. The replaced o2 gas module was returned for further investigation. Visual inspection of the returned o2 gas module revealed no abnormalities. The o2 gas module was then placed in a reference ventilator for simulated use testing. During this testing, the device passed the pre-use check (puc). After passing, ventilation was performed successfully for two days without generating any alarms or errors. After ventilation, several pucs were performed and all of them passed. Our conclusion is that the device failed to meet its specifications, and that the replaced part was most likely the cause of the reported issue. During the investigation of the returned part, the reported issues could not be reproduced. Nevertheless, based on the review of the available data and analysis of the device logs, it remains plausible that the returned components were indeed the source of the problem.

Event description:
Manufacturer's ref: (B)(4).